Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord smells like burn and the lights were flashing. A boston scientific company representative verified that there was no power outage or electrical storm associated. The company representative also verified that the patient was using the original power supply. Furthermore, the company representative advised that a new communicator and power supply will be replaced. A return label was sent. The communicator was out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the visual observation confirmed that the communicator was pest infested. The communicator was returned in a condition that made analysis impossible therefore analysis was unable to confirmed the observation.